Event description:
Caller reported performa system blood glucose results of 112 mg/dl and 54 mg/dl within 10 minutes. Two lots of strips were reported. It was not specified which result was obtained with which lot. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is lot 473281 medwatch with identifier (B)(6) is lot 473341.